Event description:
It was reported that the bd connecta 3-way stopcock became loose during use. The following information was provided by the initial reporter, translated from japanese to english: verbatim: when connecting with pre-filled syringe(3rd party), gradually the connection became loose.

Manufacturer narrative:
H.6. Investigation summary: one connecta sample and one pre-filled syringe were provided for evaluation by our quality engineer team. The sample was evaluated and functionally tested with the provided syringe. The sample was observed during testing and the adapter did not loosen from the syringe. As a lot number was unknown for this incident, a review of the production history could not be completed. Based on the investigation results, a manufacturing related cause for the reported incident could not be determined. Further action has not been determined necessary at this time. Our quality team will continue to monitor the production process for potential defects and emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd connecta 3-way stopcock became loose during use. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: when connecting with pre-filled syringe(3rd party), gradually the connection became loose.